Manufacturer narrative:
Batch review performed on 17 august 2018; lot 173141: (B)(4) items manufactured and released on 26 september 2017 expiration date: 2022-09-17; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved: reference 25060.2844 (k091967) bipolar head ø28x44; lot 175686: (B)(4) items manufactured and released on 15 december 2017. Expiration date:2022-11-30 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ceramic ball head (not marketed in us): no anomalies found.

Event description:
The patient complained hip pain 4 months after primary surgery. The surgeon suspected an infection and removed all the implants. New implants from competitors will be implanted.